Manufacturer narrative:
(B)(4). (B)(4). Results and conclusion summation: product performance engineering reviewed the incident info. Balloon ruptures can be affected by numerous factors including, but not limited to, balloon damage during mfg, materials, interactions with other devices, pt anatomy, a previously implanted stent, lesion calcification and tortuosity, or insufficient preparation prior to use. It is likely that the balloon material was damaged (scratched) during interaction with other devices, previously implanted stent and/or lesion calcification, such that the balloon ruptured during inflation. In this case, it appears that the reported balloon rupture is related to the operational context of the product.

Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to pt injury. Device issue: balloon rupture. It was reported that the voyager balloon ruptured at 6 atm during the first inflation. A pinhole on the balloon was noted when it was checked outside the pt's body. Reportedly, there were no pt effects. No additional event or pt info is available.